Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
A catheter occlusion at the pump connector was reported and a revision was done. During the revision the hcp opened the pump pocket and could not aspirate. The hcp then disconnected the pump connector and it was determined that the spinal catheter was working properly. The hcp then removed the pump connector and replaced it with a new 8596 sc. The patient status at the time of the report was noted as alive, no injury. The pump was used to deliver baclofen. Additional information has been requested, but had not been received as of the date of this report.